Event description:
(B)(4). From the time I woke up from surgery I have been in constant pain. Sometimes its bearable, sometimes it brings me to my knees. My symptoms started right after surgery and have just gotten more severe over time and new symptoms have arisen. My symptoms have include painful burning and or pinching pains in my sides and under my ribs. I get what feels like horrible menstrual cramps times two. I have not had a menstrual cycle. My hair has begun to fall out, feeling tired or restless, moody, painful intercourse, bleeding during intercourse, trouble getting aroused, oily hair and skin, body odor, vaginal dryness during intercourse, changes in vaginal discharge, trouble sleeping.